Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal morphine (1 mg/ml, 1.1 mg/day) via an implantable infusion pump. The date of implant, drug lot number, concomitant medication list, and patient medical history were listed as unable to obtain. The indication for use was not noted. It was reported that the pump was blocked. On approximately (B)(6) 2016, telemetry during a refill, revealed that the pump was blocked. The pump was reportedly 24 months before the elective replacement indicator (eri) occurred. They tried to update and restart the pump; however, telemetry was saying again "stop pump". It was decided to change the pump, as the patient had symptoms of lack of medication and drug withdrawal. The pump replacement was seamless and the patient was well. The pump was to be returned. The issue was resolved and the healthcare provider (hcp) had no further information. Should additional information be received, a follow-up will be submitted.

Manufacturer narrative:
Analysis revealed that the pump was overinfusing.

Manufacturer narrative:
Additional analysis revealed the pump was not in stopped pump mode as described in the event. Destructive analysis was performed and gear shaft wear was found. The gear train anomalies found were stall due to shaft-bearing and corrosion and/or wear and/or lubrication. (B)(4) also applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.